Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had time clock anomaly. Customer stated the time was incorrect and date was correct. Customer was not sure if the time was loss or gain greater than +/-9 minutes within 30 days. Customer performed self test and test was failed. Customer reported that they received hardware low level failure alarm. Customer was able to clear alarm and able to complete rewind the insulin pump. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device was received with a cracked case and cracked battery tube threads. Device p-cap or reservoir locked properly in place. Device passed the displacement test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test and self test. Device was programmed with the current time and date and monitored for several days. The time and date are functioning properly with no delays noted. However, pump error 63 alarm confirmed in the device history file due to broken trace at keypad assembly.